Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was failed to interrogate. In spring of 2024, the battery of the pacemaker was noted to be at eri which led to low patient¿s pulse. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.